Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: cd2257-40 ICD, implanted: (B)(6) 2013; 5076-45 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there were stored episodes of non-sustained right ventricular oversensing, which appeared to be lead noise. The right ventricular (rv) lead impedance had also increased. The lead is still in use with continued monitoring. No patient complications have been reported as a result of this event.